Manufacturer narrative:
Additional information: section h.6. The recipient reportedly experienced swelling. A CT scan revealed erosion of the posterior wall of the external auditory canal (eac) and device extrusion. Oral antibiotics (types unknown) were reportedly prescribed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing possible migration/extrusion. A CT scan revealed the array has potentially migrated/extruded. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section d.9, d.6b the recipient's device was explanted. The recipient will be reimplanted at a later time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.